Event description:
It was reported to philips that the system acquisition monitor had a black screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and undergoing an oncology diagnostic procedure. The procedure was completed as planned by using the large screen. The philips field service engineer (fse) inspected the system onsite and confirmed that the system acquisition monitor had a black screen. Upon functional testing, the fse found a bad connection between the video signal and the acquisition monitor. To resolve the issue, the fse reconnected the video signal cable. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system by using the large screen, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.